Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the pocket site due to wound dehiscence and impaired healing. It was stated that the infection was not device and procedure related. The patient underwent a pocket revision procedure and was doing well postoperatively.